Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution. The device is not available for evaluation because it was discarded at the hospital.

Event description:
It was reported that an unknown hair-like material was observed inside the syringe. The device was discarded at hospital.